Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to the manufacturer on 1/3/2017, the evaluation is currently underway. Device evaluation included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device evaluation of electrode belt sn (B)(4) has been completed. As received, all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: sn (B)(4): 6/19/2014, electrode belt: sn (B)(4): 1/6/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reportedly in the hospital and unconscious at the time of the event. It was reported that the patient was suffering from sepsis and multiple organ failure. Hospital staff were reportedly present for the event. Prior to passing away, the patient received 2 inappropriate treatments. At 6:03:20 pm, the patient was treated by the lifevest. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 115 bpm. The post-shock rhythm was also af at 115 bpm. At 6:03:43 pm, the patient was treated for a second time. The rhythm at the time of the treatment was af at 120 bpm. The post-shock rhythm was af at 125 bpm. At 6:04:00 pm the response buttons were pressed by hospital staff. It was then reported that hospital staff removed the battery from the lifevest to initiate CPR. The patient passed away around 7:00 pm. There is no indication that the lifevest caused or contributed to the patient's death.